Event description:
(B)(4). Pain started. I have had a lot joint pain in various parts of my body, back pain, and lower stomach pain. I have been tested for fibromyalgia, lupus, lymes, I've done physical therapy and been on all different kinds of pain meds and muscle relaxers to now be getting an ultrasound to see if it's my essure as all my other tests come back normal!